Event description:
It was reported that during a follow up in clinic, r-wave amplitude variation, high pacing impedance, and low defibrillation impedance were noted on the right ventricular (rv) lead. Abbott technical services was contacted and recommended additional diagnostic testing. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.